Event description:
It was reported that the 9800 system had a broken port on the monitor and the system could not send to pacs. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the external interface pcb. The system operates as intended.